Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Insulation damage was also noted on the lead. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.